Manufacturer narrative:
An event of advancement difficulty in the delivery system and a bend in the delivery system was reported. Information from the field indicated that the patient access site was calcified. The field also indicated a balloon angioplasty (poba) to improve the access site for the delivery system. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of difficulty advancing the delivery system is due to the patient's anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant with a large flexnav delivery system (lot 8926893). It was reported calcification at the access/puncture site was mild and there was expansion and contraction of the vessel itself, however, it was not a case where the access site was circumferentially calcified. It was reported annulus sizing, surrounding, and access area were measured via computed tomography. Valve sizing was determined using the sizing chart. The delivery system nose cone had difficulty being inserted into the access site due to calcification. A decision was made to perform a percutaneous old balloon angioplasty (poba) to improve access site for delivery system. The delivery system was reintroduced and advanced past a highly calcified common iliac artery (cia) but still difficult to advance. It was reported a small amount of thin intima was attached between the nose cone and the valve capsule when the delivery system was removed. It was noticed there was an undesired bend in the delivery system so a decision was made to remove and replace it with another large flexnav delivery system (lot 8855164). The guidewire was also replaced with a non-abbott guidewire and the replacement delivery system was inserted. The second delivery system could not pass through the calcified area and was removed. Upon removal, it was noticed calcium fragments were seen between the delivery system's nose cone and the valve capsule. It was reported there was an attempt to pass a 20f non-abbott introducer sheath but when the operator was unable to pass the sheath, a decision was made to remove it. It was reported three minutes later, the patient had a decrease in blood pressure and there was a perforation that led to bleeding between the cia and the external iliac artery. A decision was made to place an 8mm non-abbott stent followed by a poba with a 9mm non-abbott device. The patient's vital signs returned to normal. The second delivery system was inserted carefully through the stented area. The valve was implanted successfully with implant depth at 4mm. It was reported the patient was administered four units of red blood cells (rbc4u). It was also reported there was no clinically significant delay in the procedure due to this event. The patient status was reported as stable.